Event description:
It was reported that the pt underwent a spinal procedure. A vertebral body replacement device was implanted. It was found at an unknown time post op that there was a subsidence and at the same time it was noticed that the device's end cap disassociated with the center strut. It was reported that no revision surgery is planned at this time.

Manufacturer narrative:
Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.